Manufacturer narrative:
The lens was returned in a micro-centrifuge vial with moisture on the lens. There was clear surgical residue on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
(B)(6). This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -8.5/+1.5/093 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.